Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration with an error 80 (water check time out ¿ unable to reach calibration temperature). A check of chiller tank showed it was empty and mss stated this was indicative of a failed mixing pump. Biomed stated they would order and replace the device onsite. As per follow up information received on 11aug2022, there was no patient involvement as it was found during calibration. Biomed would order the pump and replace it onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration with an error 80 (water check time out ¿ unable to reach calibration temperature). A check of chiller tank showed it was empty and mss stated this was indicative of a failed mixing pump. Biomed stated they would order and replace the device onsite. As per follow up information received on (B)(6) 2022, there was no patient involvement as it was found during calibration. Biomed would order the pump and replace it onsite.